Event description:
The bed hi/low drive pulley was cracked and the bed was found in the lowest position. There were no pt injuries in this event.

Manufacturer narrative:
Were the condition of high/low pulley failure to reoccur, it could result in serious injury.